Manufacturer narrative:
It is concluded that the injury on the patient right arm was caused by direct contact of the coil cable to the skin. No padding was used between the coil cable and patient. The system is being maintained by a third party. Therefore philips was unable/not allowed to test the mr system and coil involved. It was stated that the patient strongly sweated during the mr examination which could have contributed to the severity of the injury. The instructions for use contains warnings related to coil and cable positioning. (B)(4). Injury on right lower arm.

Manufacturer narrative:
.

Event description:
Philips received a report from a customer that a patient sustained a second to third degree burn with a 2cm blister on the outside of the right lower arm after an mr examination. The patient was positioned head first supine and scanned with the c3 coil for an examination of the right elbow

Event description:
Philips received a report from a customer that a patient sustained a second to third degree burn with a 2cm blister on the left forearm after an mr examination. The patient was positioned head first supine and scanned with the c3 coil for an examination of the left elbow.

Manufacturer narrative:
(B)(4). When the investigation is completed, a follow up report will be sent to the FDA.